Manufacturer narrative:
This device is not distributed in us. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the light emitting diode (led) blackout. Based on the result, we concluded, that it was caused due to the excessive force applied on the light emitting diode (led). Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).